Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite downloaded the logs and forwarded them to the technical suppor team. The unit software was updated to the latest version and a unit verification test was completed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that while on use, the bellavista 1000e us 17,3" ventilator screen was blank with factory setting default, no ventilation. Furthermore, the patient was removed quickly from the machine and machine was taken out of service but no patient harm reported.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire medical was able to confirm the issue and the issue was resolved with v6.0.1700.0. Root cause of failure was determined due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.